Event description:
The device was used during a hysterectomy procedure. Reportedly the suture broke during the procedure. Surgeon used another to complete the procedure. Hosp has reported that no pt injury occurred.